Manufacturer narrative:
Additional information was received and the following was noted. After the balloon ruptured and was being removed from the patient, the patient had difficulty withdrawing the balloon through the 10 fr cook sheath. The patient is a male in his early (B)(6). The target lesion was a deep vein thrombosis located in the left common iliac vein. The lesion was de novo and there was thrombus present. The maxi balloon was being used to post dilate a boston scientific wall stent. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the balloon through the vessel to get to the target lesion. The balloon was inflated 2-4 times before bursting. It is unknown at what atmosphere the balloon burst. A merit medical indeflator was used to inflate the balloon. Omnipaque 300 was the contrast used with a ratio of 1:1 mixed saline. It was noted that the balloon catheter was never at an acute bend during inflation. When the balloon was being withdrawn, the physician not able to remove the ruptured balloon out of the 10 fr cook sheath after the physician pulled negative several times. The physician had to remove the whole system (10 fr sheath and ruptured balloon) over a wire and replace it with a new 10 fr sheath. The lesion was successfully treated with a bard atlas balloon. There was no reported injury to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a maxi ld large diameter dilatation catheter burst during a venous procedure for deep vein thromobsis (dvt). No additional patient or procedural information has been provided.

Manufacturer narrative:
Information received from a sales associate indicated that a maxi ld balloon ruptured during a procedure for a venous deep vein thrombosis and then the practitioner had difficulty removing the through the sheath. The patient is a male in his early (B)(6). The target lesion was a deep vein thrombosis located in the left common iliac vein. The lesion was de novo and there was thrombus present. The maxi balloon was being used to post dilate a boston scientific wall stent. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the balloon through the vessel to get to the target lesion. The balloon was inflated 2-4 times before bursting. It is unknown at what atmosphere the balloon burst. A merit medical indeflator was used to inflate the balloon. Omnipaque 300 was the contrast used with a ratio of 1:1 mixed saline. It was noted that the balloon catheter was never at an acute bend during inflation. When the balloon was being withdrawn, the physician not able to remove the ruptured balloon out of the 10 fr cook sheath after the physician pulled negative several times. The physician had to remove the whole system (10 fr sheath and ruptured balloon) over a wire and replace it with a new 10 fr sheath. The lesion was successfully treated with a bard atlas balloon. There was no reported injury to the patient. The sterile lot number for the device is unknown; therefore, a device lot history report review could not be performed. Without the return of the device the reported customer complaint of balloon burst and withdrawal difficulty could not be confirmed. With the information provided it is not possible to determine an exact cause for the reported customer difficulties. Controls are in place to prevent damaged products from being distributed. Based on the available clinical information there is no indication of any manufacturing issues; therefore, no corrective actions.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.